Event description:
It has been reported to philips that, system would not turn on. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, clinical usage of the system was unknown. The customer reported that the system was not turning on as breaker was off. No service has been performed by philips since the service quotation was cancelled by the customer, as the issue was resolved. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.